Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the event, the hp was hospitalized. Treatment for the peritonitis event was not reported. Five days post hospitalization the hp was discharged. On the day after discharge, the hp¿s pd therapy was discontinued and the hp was placed on hemodialysis (hd) therapy. At the time of this report, the patient was recovering. The hp was not retrained on sterile technique because the patient was still on hd. No additional information is available.